Event description:
Complainant alleged that during biomed testing and routine preventative maintenance the device screen displayed a "discharge fault" message when the device was charged and the energy was internally dumped. In addition, the device intermittently powered up with no screen display in all modes. There was no pt involvement in the reported malfunction.